Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, the patient presented with a ruptured afx; it is currently unknown if the reported rupture describes the graft material or the patient's aorta. The exact date of event is unknown. The physician elected to treat the patient by unknown means on an unknown date. The patient status is currently unknown.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, the patient presented with a ruptured afx; it is currently unknown if the reported rupture describes the graft material or the patient's aorta. The exact date of event is unknown. The physician elected to treat the patient by unknown means on an unknown date. The patient status is currently unknown. Additional information: it was reported that the patient had a ruptured aorta and the physician elected to treat this event by performing an aorto-uni and a fem-fem bypass procedure. No further information was provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and medical images but was denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b1: has been updated g1,2: contact office- name h6: result code: remove code 3233 h6: conclusion code: remove code 11, 22